Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat and had vibration. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had component damage, heat, worn bearings, could not insert a cutter, and vibration. It was further determined that the device failed pretest for nose tube assembly, thimble set screw, cutter insertion, vibration, and temperature assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.